Manufacturer narrative:
Software investigation completed. Findings are that the patient is large and has loose skin. Not an ideal candidate for tracer, recommend alternate registration method. This event was determined to be use error.

Event description:
A medtronic representative reported that, while in an ent procedure, the patient was registered using tracer, and the surgeon determined being 5mm inaccurate. The surgeon traced a second time and deemed they were accurate. When moving into the nose, the surgeon stated accuracy was off, again, by 5mm. The surgeon noted that the inaccuracy was likely due to the patient anatomy, as this was a larger patient with much soft tissue. With knowledge of the inaccuracy, the surgeon completed the procedure using the navigation system. There was no impact on patient outcome.